Event description:
It was reported that prior to starting a da vinci si surgical procedure, a permanent cautery hook instrument tips were not aligned. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with the proximal clevis broken at the main tube connection, with part of the main tube exposed outside of the clevis with some material removed. Engineering concluded the damage was likely due to mishandling. No other damage was found. Additional observation found a crack or scratch on the surface at the main tube distal end, approximately .58 in length. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.